Event description:
Initial report: patient presented with calcium in the iliacs that was not fully appreciated on CT. Vessels were dilated with 6 and 8mm balloons. Due to calcification, the 28-16-120bl bifurcated device would not track through the iliac vessels. The physician decided to attempt a tube graft, starting with a 28-28-75l proximal extension; however due to calcification would not track as well. The patient was not treated at that time and will be scheduled for an open repair at a later date. Additional information per rep on 6/10/10 - patient died one week later due to ruptured aneurysm.

Manufacturer narrative:
Exact date of death/date of event is unknown.patient was not treated at procedure dated (B) (6) 2010, due to calcification in the iliac vessels. Device would not track through the patient's iliac vessels and aaa was not treated. It was reported that an open repair was to be scheduled; however on (B) (6) 2010, an additional report was received that patient died one week after post-implant due to a ruptured aaa.